Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data. Ts discussed programming options with an electrode conductor fracture suspected as the cause for the observed noise and further in clinic examination recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data. Ts discussed programming options with an electrode conductor fracture suspected as the cause for the observed noise and further in clinic examination recommended. This device remains in service. No adverse patient effects were reported. The device sensing vector was programmed to the secondary sensing vector. This device remains in service. No additional adverse patient effects were reported.